Event description:
The patient called lfs in 2002 regarding missing segments on their ot ii meter. Patient was having symptoms of fatigue. At one point patient was able to get a bs result of 186. The missing segment issue was not resolved.